Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown pfna nail part and lot numbers are unknown; UDI number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: c. Jiamton, et al. (2017). The nail-shaft-axis of the of proximal femoral nail antirotation (pfna) is an important prognostic factor in the operative treatment of intertrochanteric fractures. Archives of orthopaedic and trauma surgery, springer nature, pp. 1-11. (B)(6). The purpose of the study was to analyze the complication rates and risk factors for implant-related complications in patients treated with the synthes proximal femoral nail-advanced (pfna) to repair intertrochanteric fractures. The study was conducted between january 2012 and january 2016, included 101 patients (80 female, 21 male), all with a median age of 81.8 years. Each patient was treated for an intertrochanteric fracture using the synthes pfna system. All patients were evaluated using pre-operative radiographs of the fracture site, as well as 6 and 12 weeks postoperatively to assess implanted devices and fracture union. The following complications were reported: 8 total non-implant related complications included: 3 superficial surgical site infection (ssi), 2 patients presented with secondary varus displacement more than 10 degrees, 2 patients presented with delayed union, and 1 patient presented with nonunion. Sixteen (16) total implant related complications included: 7 patients presented with a blade penetration into the hip joint (cut-out), 7 patients presented with irritation around the affected hip, 1 patient presented with nail breakage, and 1 patient presented with a displaced fracture of the greater trochanter. Twenty (20) total revisions occurred without alleged malfunction against devices: 6 patients were revised to arthroplasty, 5 patients were revised to a shorter blade, 3 patients underwent debridement and wound revision, 2 patients underwent revision to longer nails, 2 patients had the nail removed, 1 patient underwent dynamization, and 1 patient underwent fixation of the greater trochanter. This is report 1 of 1 for (B)(4). This report is for one pfna nail (part #: unknown, lot #: unknown, qty. 1). This report is for one patient presented with nail breakage. This is report 4 of 4 for complaint (B)(4).